Event description:
On 6/19/2009, solta was notified of an event where a patient had been treated with a thermage nxt product. Two separate patients were treated with the same treatment tip (900 rep tip) for approximately 450 repetitions each patient. Treatment settings were between 1.5 and 2.5. On patient had raised blisters on the face and neck show up approximately 10 to 15 minutes after the treatment. Patients were not reported to be treated under sedation. MDR reportablity was determined on 7/9/2009 upon completion of failure investigation report.

Manufacturer narrative:
Treatment tip returned for evaluation. A small pin hole was found near the left corner of the electrode, next to the reference resistor and evidence of coupling fluid ingress. There was no evidence of dielectric breakdown. Could not determine how and where tear occurred. Pt's burns and blisters were reported healing by treating physician in 2009. See scanned pages.